Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2013. Upon removal of the protective sleeve, it was noted that the mesh had been placed through the vaginal mucosa. The procedure was completed with another lynx sling. The patient's condition was fine following the procedure.